Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient had fall out in the second foley catheter and balloons were falling out. Nurses confirmed 10cc was going into balloon. Patient had changed own catheter balloons were deflating about every two weeks including the one placed by (B)(6) hospital. The third port did not have a plug that fit properly the plug we have did not fit. Patient also stated that the yellow plugs were to big for third port whole they did not went into the port whole all the way only about a quarter inch into the port while patient was sleeping the plug fell out allot causing the patient come wet. Patient needed a three port for taking urine samples. Patient also stated that the catheter were to long for women who wear dresses so patient was cutting extender. Patient could not feel when they were starting to deflate they were deflating in the middle of the night. Patient was waking up wet it was falling out. Per additional information received via follow up on 01-jun-2022, it was stated that the foley catheter was recently changed and was having no issues at this moment. Per additional information received via liberator on 08-jun-2022, it was stated that the another one of foleys leaked at the seam of drain bag.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable. The device was not returned.

Event description:
It was reported that the patient had fall out in the second foley catheter and balloons were falling out. Nurses confirmed 10cc was going into balloon. Patient had changed own catheter balloons were deflating about every two weeks including the one placed by the mayo hospital. The third port did not have a plug that fit properly the plug we have did not fit. Patient also stated that the yellow plugs were to big for third port whole they did not went into the port whole all the way only about a quarter inch into the port while patient was sleeping the plug fell out allot causing the patient come wet. Patient needed a three port for taking urine samples. Patient also stated that the catheter were to long for women who wear dresses so patient was cutting extender. Patient could not feel when they were starting to deflate they were deflating in the middle of the night. Patient was waking up wet it was falling out. Per additional information received via follow up on 01-jun-2022, it was stated that the foley catheter was recently changed and was having no issues at this moment. Per additional information received via liberator on 08-jun-2022, it was stated that the another one of foleys leaked at the seam of drain bag.